Event description:
Pump was found powered off with no audible alarm. The pump was programmed to deliver normal saline at a rate of 2ml/hr. After an unspecified length of time, the pump was discovered to be plugged in and powered off. The nurse estimated that the pump was powered off for 20 to 30 minutes. No audible alarm was noted. The pump was powered on, and it reportedly displayed "malfunction" and made a constant clicking sound until the pump was powered off. The therapy was resumed using a replacement pump. There was no reported adverse pt effect.